Manufacturer narrative:
(B)(4).

Event description:
Transmitter failed/error/alert.

Manufacturer narrative:
(B)(4).

Event description:
MDR-00021970 is a duplicate of MDR-00021918. This is a downgrade for the submission of the previous record.